Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
A layperson/patient reported a low result compared to her symptoms and to an emergency room test, as well as difficulty setting-up the meter after changing the battery. The customer care advocate (cca) was unable to resolve the alleged issue; the button that moves the features would not function. On 6/01/2007, the patient responded to this medical affairs specialist's (mas) messages and letter, providing the following. In 2007, the patient awoke at her usual time of 5:00 a.m. Feeling "hungry, thirsty, with a dry mouth and no energy, and frequent urination", she tested, obtaining "85" mg/dl. She thought it was incorrect compared to her symptoms. Doubting the result, she took no insulin. She ate her usual breakfast of cherrios, milk, and banana. Because the meter's display did not seem bright, she changed the battery. When a battery is changed, a meter automatically reverts to a set-up mode. She attempted to set the meter "[according to the owner's manual]", but it would not respond. She was unable to test again. Due to her symptoms, she took herself to the emergency room between 9 and 10:00 a.m. Where her blood glucose on the ER meter was "563 mg/dl." The staff treated her with the "rapid insulin." She had carried in her purse because the "[ER had no rapid insulin]". No other treatment was given. After treatment she went home. Reportedly, the night before the event when she went to bed she felt "fine" with a blood glucose of "about 180". She did not take her bedtime nph. She elects to take 5 units only when it is "200 or more". She was advised to contact lifescan regarding the alleged set-up issue. Because the patient reportedly delayed treatment after obtaining a result of 85 with symptoms of elevated blood glucose and later was unable to retest after changing the battery, the complaint is classified as an adverse event.